Event description:
Smoke and burning smell began to issue from the operating room (or) table - no flames detected - case finished without patient incident. Table unplugged with battery disconnected.what was the original intended procedure?do not have the information at this time but it has been reported to be a very "wet" case but all proper draping procedures were followed.device #1is this a laboratory device or laboratory test?no.